Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further information was requested but was not available. (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement, endoleak and reoperation. As the date of event where an aneurysm enlargement and a type I endoleak were found is unknown, the date of a reintervention- (B)(6) 2020 will be used as an event date.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft (unknown). On an unknown date, the follow-up CT confirmed an aneurysm enlargement (unknown amount) with a suspected distal type I endoleak. The endoleak was suspected but not confirmed, and the cause was unknown. On (B)(6) 2020, a reintervention took place whereby an additional device (tgm262615j) was implanted distally. No endoleak was confirmed and the procedure was completed. The patient tolerated the procedure.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft (tgu313120j/18021827).

Manufacturer narrative:
Additional information: d4: device information; h4: device manufacturing date; h6: codes. A review of the manufacturing records for the device verified the lot met all pre-release specifications.